Manufacturer narrative:
H4: device manufactured between august 27, 2019 to august 28, 2019. The device was received for evaluation. Unaided eye visual inspection was done which observed a foreign matter located on the tip of the fill port connector. Visual inspection verified the foreign matter on the fill port connector in an area confined at the tip. The matter was found not to be embedded by rubbing off an area. No functional testing was performed for this complaint. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that yellow foreign material was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.